Manufacturer narrative:
(B)(4).the root cause of the reported condition of peritonitis was undetermined. A batch review of the potentially associated lot numbers (h11c04045, h11c21031, h11b19078, h11b13071, h11a04049, h11a06069) revealed no exceptions during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
The home patient (hp) was contacted on (B)(6) 2011 regarding and unrelated alarm complaint. The hp said that they were currently in the hospital because they had peritonitis. The hp said they were completing their therapy in the hospital. Baxter contacted the peritoneal dialysis (pd) rn on (B)(6) 2010 to follow up on report of peritonitis. She reported that the patient was hospitalized twice for peritonitis. The first hospitalization was from (B)(6) 2011 to (B)(6) 2011 and the second hospitalization was from (B)(6) 2011 to (B)(6) 2011. The first pd effluent culture, and cell count were done on (B)(6) 2011. The patient was on ceftazadime and ceftazolin intraperitoneally (ip) for two weeks. On (B)(6) 2011 pd effluent culture and cell counts were taken again because the pd effluent appeared cloudy. Intravenous (IV) cipro was added to the patient's therapy. She is scheduled to have the pd catheter removed next week to give her peritoneum a rest. The patient will go on in center hemodialysis until she is ready to have the catheter reinserted. The nurse could not give causality for this peritonitis. The nurse reported that the patient denied touch contamination. This peritonitis is ongoing. No further information was available.

Manufacturer narrative:
(B)(4). As patient discards supplies after each use, a sample was not available for evaluation.this is report 3 of 4 for this incidence of peritonitis. Follow up information will be submitted as it becomes availble.